Manufacturer narrative:
(B)(4). Date sent: 7/18/2024 corrected data: d4, UDI# d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Additional information received: did the device lock-out (no staples deployed and no cut line started)? No. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Yes. Or, did the device fully fire and stop during the automatic knife return? No was there any difficulty opening the device? Unk. If yes, how was the device removed from the patient? The surgeon used the manual override. If yes, did the jaws eventually open? N/a.

Manufacturer narrative:
(B)(4) date sent: 6/27/2024 d4: batch # 771c21 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received unfired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and the red motor wire was noted to be disassembled from the motor terminal, therefore making the device non-functional. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the device is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review a manufacturing record evaluation was performed for the finished device batch number 771c21, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the stapler stopped working during the intervention. No patient consequences reported.